Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the silicone catheter product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the balloon of the catheter would not deflate. The patient had to be transferred to a different facility in order for the device to be removed. How the device was removed is unknown at this time. No patient injury was reported.